Event description:
As reported on (B)(6) 2014, a (B)(6) female pt was admitted to coronary care unit on (B)(6) 2014 with diverticulitis, duodenal ulcer, and sepsis, and was on central total parenteral nutrition (tpn) entire hospital stay. On (B)(6) 2014, it was noted the PICC was leaking at the junction of the extension leg and the blue hub. The PICC was exchanged with no complications. The pt's condition did not worsen until (B)(6) 2014 when she developed severe hypotension and was placed on a vent. The PICC was removed (B)(6) 2014 and a new central venous access device (not angiodynamics device) placed per physician. The PICC did not malfunction. It was removed per decision of the treating physician. The pt expired on (B)(6) 2014. Cause of death: refractory septic shock with multisystem organ failure. In opinion of infection disease specialist, PICC malfunction on (B)(6) 2014 did not cause or contribute to pt. Death.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The defective PICC was removed and successfully replaced with a new of the same device. The new PICC was removed after five days per the treating physician's medical device (manufacturer unknown) due to the patient's failing health angiodynamics device was not indwelling at time of death. Follow up information provided by the physician indicates the pt's death on (B)(6) 2014 was unrelated to the PICC malfunction on (B)(6) 2014. The patient's death was a result of multiple medical issues the patient was experiencing. A review of the device history records for the PICC exchanged on (B)(6) 2014 was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The investigation into the device malfunction are on going. The results will be sent via a follow up medwatch. Complaint: (B)(4).